Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with scanner failure in the unknown eye of a patient, during unknown timing of the surgery.

Manufacturer narrative:
Based on the information received after the submission of the initial report, it is confirmed that a system scanner failure occurred during calibration, with no harm caused to a patient. The event of scanner failure during calibration is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report number 3003288808-2024-00257. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the event system scanner failure occurred during calibration.

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).